Event description:
Reportedly, a home monitor didn¿t switch on completely. The orange light was on for some seconds, then switched off while the transformer¿s green led of the power supply cable remained on.

Event description:
Reportedly, a home monitor didn't switch on completely. The orange light was on for some seconds, then switched off while the transformer's green led of the power supply cable remained on.